Manufacturer narrative:
This information is based entirely on journal literature. Medtronic was made aware of this event through a search of literature publications. Of note, multiple patients and multiple manufacturers were noted in the article; however, a one to one correlation could not be made with unique product serial/lot numbers. The baseline gender/age characteristics is male/(B)(6). Without a lot number or device serial number, the manufacturing date cannot be determined. Since no device ID was provided, it is unknown if this event has been previously reported. A request for additional information will be made and upon receipt a supplemental report will be submitted accordingly. Referenced article: initial experience, safety, and feasibility of left bundle branch area pacing a multicenter prospective study. Journal of the american college: clinical electrophysiology. 2020. 6(14):1773-1782. Doi.org/10.1016/j.jacep.2020.07.004. If information is provided in the future, a supplemental report will be issued.

Event description:
A journal article was reviewed that contained information regarding left bundle branch area pacing. The article reports patients who experienced pneumothorax, superficial skin infections which were treated with oral antibiotics, and acute interventricular septal perforations. There were lead dislodgements and micro perforations with leads exhibiting a sudden drop in impedance, a change in r-wave polarity, loss of capture, rise in threshold, and t-wave oversensing (twos). The leads were repositioned or reprogrammed. The status/ disposition of the leads appears to be still in use. No further patient complications have been reported as a result of this event. Further follow up did not yet yield any additional information.